Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Subsequently, it was reported that an altitude alarm occurred. Customer's blood glucose level was 161 mg/dl. Reportedly, the customer loaded a new cartridge and was ultimately able to clear the alarm and resume insulin therapy.